Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer pfo was selected for an implanted using an unknown delivery system. During procedure, the physician flushed the device and when the device deployed, the right atrial disc bowed out like an umbrella. A new 25mm amplatzer pfo occluder was selected and successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during the initial deployment and there were no angulations or kinks in the delivery system. Based on the information received the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer pfo occluder was chosen for implant. When deploying the device in the patient the right atrial disc deformed in a bulbous shape. The occluder was not released from the delivery system and was removed from the patient. A new 25mm amplatzer pfo occluder was implanted without any issue. This exchange added an additional 5 minutes to the procedure time. There was no interaction with cardiac structures during the initial deployment and there were no angulations or kinks in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient has not experienced any permanent impairment or damage as a result of this event.